Event description:
Patient services received a call on 8/9/11 . Patient advocate stated they were told by a physician that the issue with this rv lead would not affect patient. No additional information is available. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).